Event description:
It was reported that unstable speed occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotapro was selected for percutaneous coronary intervention (pci). During the procedure, the set rotational speed was 180,000 rpm. It was noted that the rotational speed was unstable and not constant, it would decrease and then increase. The number of rotations displayed on the console was not able to be confirmed, and the device was not used because the sound during rotation felt unstable. The procedure was completed with another of the same device and there was no patient injury.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the rotapro atherectomy device. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device found no damages or defects. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotapro advancer was connected to the rotapro console control system and the knob switch [ablation button] was pressed, the device stalled and would not run. In order to determine the cause for the device stall, destructive testing was performed, in which the advancer was dismantled and the interior components were inspected for damages or defects. During destructive testing, it was identified that dried saline was present on the shutter of the device. It was considered likely that the presence of dried saline interfered with the device ability to rotate or to communicate rpm to the console using the fiber optic cable, leading to a device stall. Product analysis could not confirm the reported event, as dried saline was present within the shutter, causing a device stall by inhibiting the rotation of the advancer or creating communication issues between the advancer and console.

Event description:
It was reported that unstable speed occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotapro was selected for percutaneous coronary intervention (pci). During the procedure, the set rotational speed was 180,000 rpm. It was noted that the rotational speed was unstable and not constant, it would decrease and then increase. The number of rotations displayed on the console was not able to be confirmed, and the device was not used because the sound during rotation felt unstable. The procedure was completed with another of the same device and there was no patient injury.